Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge pigtail tubing became snagged on a corner and became detached from the cartridge. There was no reported impact to blood glucose.